Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Implant date is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was explanted and replaced.